Event description:
An talent stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm and vessel morphology from the time of implant and currently are unk. It was reported that the stent graft was removed from the pt for an unk reason. The stent graft was explanted and the pt was converted to a convention graft during an open surgical repair. No additional clinical sequelae reported.

Manufacturer narrative:
(B)(4). Eval, results & conclusions: other, (lack of info provided).